Manufacturer narrative:
Follow up #1, date of submission 03/09/2015. The pump has been returned and evaluated by product analysis on 02/23/2015 as follows: the battery cap was not returned with the pump; a test cap was used during the investigation. The battery compartment was found to be cracked at the threads, down to the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied damage to the battery cap or moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.